Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006. Concomitant product, tined lead UDI# (B)(4). Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of illness (general) was defined in the product risk documentation. These events type have been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported by the registered nurse that a patient had an appointment with their primary care physician on (B)(6) 2025, and the physician noticed the recently implanted patient on (B)(6) 2025, had an infection around the ins site location. According to the evaluation by the physician, the patient has an edema, inflammation, swelling and fluid discharge. The physician referred the patient to reach out to their implanting physician. The patient was placed on antibiotics prescribed by their primary care physician and advised calling if the infection worsens. The representative spoke with the patient on (B)(6) 2025, and they had their device removed on (B)(6) 2025 due to infection. Once everything has healed, the patient will follow up with the implanting physician to discuss having the implant placed again.

Event description:
It was reported by the registered nurse that a patient had an appointment with their primary care physician on (B)(6) 2025, and the physician noticed the recently implanted patient on (B)(6) 2025, had an infection around the ins site location. According to the evaluation by the physician, the patient has an edema, inflammation, swelling and fluid discharge. The physician referred the patient to reach out to their implanting physician. The patient was placed on antibiotics prescribed by their primary care physician and advised to call if the infection worsens. The representative spoke with the patient on (B)(6) 2025, and they had their device removed on (B)(6) 2025 due to infection. Once everything has healed, the patient will follow up with the implanting physician to discuss having the implant placed again.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006 concomitant product, tined lead UDI# (B)(4).